Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument¿s side of instrument where hook rotates was missing the piece that holds it in. The part was identified to be kind of like a screw but plastic piece. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments were reported to have fallen into a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found that the instrument had a broken monopolar yaw pulley at the distal clevis, with the broken pieces missing. Surrounding components did not show damage that would have contributed to the failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.